Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 implantable tachy lead implanted (B)(6) 2005; 1388t implantable competitor pacing lead implanted (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient's remote wireless monitor transmission showed that the lead integrity alert (lia) had triggered due to high impedance, non-sustained tachycardia (nst) with nonphysiologic oversensing, high short interval counts (sic) and noise due to a possible fracture on the right ventricular (rv) lead. The patient was brought in to the hospital and the implantable cardioverter defibrillator (ICD) detections were programmed off to prevent inappropriate shocks. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.